Event description:
Reporter stated that an edta stabilized sample was tested, using the inform system, with a blood glucose result of 4.3 mmol/l. Reporter stated the same sample was retested, 10 times, using a different vial of strips with results of 17.0 mmol/l, 18.2 mmol/l, 18.1 mmol/l, 17.0 mmol/l, 17.5 mmol/l, 16.6 mmol/l, 17.2 mmol/l, 17.4 mmol/l, 16.8 mmol/l, and 16.6 mmol/l. Reporter noted that 2-level quality control testing was performed on the strip vial that produced the value of 4.3 mmol/l and the values were within acceptable ranges. The strip vial producing values ranging from 16.6 mmol/l - 18.2 mmol/l was also tested with 2 levels of quality control solution and the values were outside of the acceptable ranges. No adverse event associated with the alleged malfunction reported. The MFR requested the return of the suspect product for eval.

Manufacturer narrative:
The event occurred in a foreign country.